Manufacturer narrative:
Permobil received a petition as a defendant in a legal case where it was alleged that the end-user sustained serious injuries because of the seating having become detached allowing it and the end-user to fall from the device to the ground. This event was reported to have occurred two years prior, and a review of client files indicate no report was received in/around the timeframe the event was reported to have occurred. Currently permobil has not been able to inspect the device, nor does it have any knowledge of the device's status. At this time permobil cannot reach a determination as to possible root cause as a failure mode has yet to be established. Permobil legal counsel will be working with opposing counsel to schedule an inspection. Upon receipt of any new information, a follow-up report will be submitted. The DHR was reviewed and device was found to have met specification prior to distribution.

Event description:
Permobil received a claim of an event having occurred two years prior where it was reported the seating having catapulted the end-user from the chair, through the air, crashing to the bedroom floor. The report indicated the end-user sustained serious injuries as a result.